Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a broken needle holder. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Event description:
Additional information was provided by the customer: the needle holders are loose. They don't grip the needle properly, which means that the needle doesn't stay in place when they are sewing in the abdomen.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, d10, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the handles have too much space in their movement, which causes the locking mechanism to no longer function properly a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was determined that clamping a needle securely with the item in question is not reliably possible. This is due to a weak locking function of the handles. The handles have too much space in their movement, which causes the locking mechanism to no longer function properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.